Manufacturer narrative:
Our product evaluation laboratory received one introflex introducer. Blood residue was noticed at the extension tube and valve. Additionally, the customer returned (2) guidewires, (3) 5cc syringes, (2) dilators and (2) contamination shields. Leak testing was performed with and without a 7.5f lab catheter inserted. No leakage was observed with and without the catheter inserted. The sheath body was free of visible damage. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a leakage issue was not confirmed, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that an introflex introducer was placed in the right internal jugular vein of an adult male patient and blood leakage was noted from the introducer valve. The introducer was exchanged with a new one, starting the procedure from the beginning in a new insertion site. There was no patient injury. Additional patient demographics were requested and not provided.

Manufacturer narrative:
Reference CAPA-20-00141.